Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced the draw latch on the ultrasonic air sensor (uas). With the latch replaced, the sensor operated to MFR specifications and was returned to clinical use. Laboratory analysis confirmed the uas draw latch was broken. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor's (uas) latch was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delay, no blood loss or no adverse consequences to the pt.